Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial sensing and capture was intermittent. Clavicular crush was suspected. The lead was capped and replaced.